Manufacturer narrative:
This report is filed on february 6, 2020.

Manufacturer narrative:
This report is submitted on september 25, 2019.

Event description:
Per the surgeon, the device was explanted on an unknown date due to pain. It is unknown if the patient was re-implanted with another device.